Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (failure to deliver stent/stent deformation/dissection). Patients condition affected effectiveness of device (80% stenosis, some tortuosity and mild calcification). Results: device failure/lack of effectiveness related to patient condition (80% stenosis, some tortuosity and mild calcification).

Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the proximal/mid circumflex. The vessel was mildly calcified with some tortuosity and 80% stenosis. The device was unable to cross the lesion and on removal it was noted that a stent strut was deformed. It was also noted that a dissection had occurred in the left main. The dissection and target lesion were treated with stenting. The procedure was completed without any further issue. The patient is doing very well post procedure. The lesion was pre-dilated. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th and 6th proximal stent segments were raised and deformed.